Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis, and the reported complaint was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a test platform where characterization was found to be failing on axis 5 once test was completed. The axis 5 motor was tested and verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the axis 5 motor was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure that the staff encountered issues with the left master tool manipulator (mtm). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 23017 against the left mtm. The procedure was completing as planned with no reports of patient injury.